Event description:
Complainant alleged that during training by staff facility, the device prompted a "unit failed" message and would not power up. Complainant did not indicated that there was pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.